Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("chronic back pain") and bladder injury ("during the removal procedure, plaintiff suffered a laceration to her bladder") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"),pelvic discomfort ("discomfort"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety"), headache ("excessive headaches"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse. The patient was treated with surgery (surgery to remove essure coils on (B)(6) 2016). ").on (B)(6) 2016, the patient experienced bladder injury (seriousness criterion medically significant) with pelvic pain and pelvic discomfort and complication of device removal ("during the removal procedure, plaintiff suffered a laceration to her bladder"). At the time of the report, the back pain, menorrhagia, pelvic discomfort, abnormal weight gain, depression, anxiety, headache, tooth disorder, dyspareunia, bladder injury and complication of device removal outcome was unknown. The reporter considered back pain, menorrhagia, pelvic discomfort, abnormal weight gain, depression, anxiety, headache, tooth disorder, dyspareunia, bladder injury and complication of device removal to be related to essure. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events, including chronic back pain. The plaintiff was submitted to a surgery to have essure coils removed on (B)(6) 2016. During the removal procedure, plaintiff suffered a laceration of her bladder. Chronic back pain may occur among women under essure use. In the present case, the plaintiff started to experience back pain after essure insertion. Regarding bladder laceration, it was seen as a complication of device removal. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("chronic back pain") and bladder injury ("during the removal procedure, plaintiff suffers a laceration to her bladder") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced bladder injury (seriousness criterion medically significant) with pelvic pain and pelvic discomfort and complication of device removal ("during the removal procedure, plaintiff suffered a laceration to her bladder"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety"), headache ("excessive headaches"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menorrhagia, pelvic discomfort, abnormal weight gain, depression, anxiety, headache, tooth disorder, dyspareunia, bladder injury and complication of device removal outcome was unknown. The reporter considered abnormal weight gain, anxiety, back pain, bladder injury, complication of device removal, depression, dyspareunia, headache, menorrhagia, pelvic discomfort and tooth disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, and reported adverse events, including chronic back pain. The plaintiff was submitted to a surgery to have essure coils removed on (B)(6) 2016. During the removal procedure, plaintiff suffered a laceration of her bladder. Chronic back pain may occur among women under essure use. In the present case, the plaintiff started to experience back pain after essure insertion. Regarding bladder laceration, it was seen as a complication of device removal. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.